Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant elecsys vitamin d assay results for 13 patient samples on a cobas 8000 e 602 module. The customer stated that a new reagent pack was loaded on the e602 line 1 and was not calibrated prior to testing the samples. There was no allegation of an adverse event. On (B)(6) 2018 the customer successfully calibrated the reagent pack and qc was acceptable. On (B)(6) 2018 the customer removed reagent pack. A new reagent pack was loaded, not calibrated, and the qc was acceptable on the e602 line 1. The customer repeated 5 of the patient samples on the e601 line 1 and the results agreed with the previous results from the e602 line 2. The vitamin d reagent lot number was 341671. The expiration date was asked for but not provided.